Event description:
A physician reported that he experienced some adverse indications during occular surgical procedures, including unexpected retinal necrosis. The physician feels that the complications may be a result of residual hydrogen peroxide left on the instruments following sterilization in a sterrad 100s sterilizer. The physician stated that he has no knowledge of a link between the complications and the sterrad process. The reports were included in the results of experiments undertaken in germany on the use of sterrad in tissue culture.